Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 173 mg/dl at the time of the call. The customer stated that a temporary basal was not programmed before the alarm sounded. The customer was advised to change the reservoir as well and to monitor the pump after changing batteries for nay further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.